Event description:
It was reported an issue with monosyn suture. The client reported that the cardiac team had a box of faulty monosyn sutures which were unusable. They opened a few but the suture was missing so they isolated the box, all other lot numbers seemed fine. Additional information: the team opened 4-5 packs, some had everything, others only had a needle with no thread, I believe a couple had neither. No further information has been received.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k011375 if additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 4 open samples with empty race-pack (thread and needle are missing) and 2 open samples with the thread (still wound on the pack) and needle and 17 closed samples. We have checked visually the open and empty samples received, but we could not see if there were marks of the thread or needle. Tightness test to the closed samples received has been performed and the units are tight. All closed samples have thread and needle. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a failure in production, the involved empty units were not discarded as defective by the operators. However, considering that only a few units have been found and that there are no previous complaints of this code batch, we consider it an isolated event. Final conclusion: considering that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.